Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the self-test failed. There was no patient involvement at the time the reported issue was discovered. An analysis was performed by the customer only. Based on the results of the analysis provided by the customer, the cause of the reported problem could not be determined. The issue was resolved by doing the self-test again, and the product was confirmed to be operating per specifications. A review of the service history for this device shows that the problem has not been reported again for this device. The device remains at the customer site. No further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.